Event description:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5. Corrections to b1 & b2. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects, thus correcting b1 & b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. It was additionally reported that there was a 20 minute delay with the patient under general anesthesia. The cap fell off in the patient's mouth and was retrieved with magil forceps. The customer confirmed there were no changes to the procedure or treatment. The device was inspected before use.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell off the scope and was retrieved from the patient. The procedure was completed with a similar device. There was no harm or injury reported. The following patient identifiers are linked: (B)(6) and (B)(6) .